Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. The patient stated now they were on their 2nd pump. The patient still had complex spinal pain syndrome and a lot of chronic pain and they got involved pain in their feet. The patient had a band that went around their waist to try to keep the pump in place because their surgeon even tried to tie it down but their insides were not tight even with the sutures. The band had already slipped a couple times and when they sat in their chair and went from one position to an upright position they could feel it flipping. The patient noted they were only 50 pounds when they sat up and it sounded like they got a lot more weight but there was a little muffin top little fat piecer that kind of gets crinkled up and slipped. The patient mentioned they had 3 replacements on their knees and those were not working. The patient stated that the morphine was not helping the neuropathy yet. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.